Event description:
It was reported that a spectrum pump downstream sensor detects occlusion when there isn't any during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the false downstream occlusion alarm was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified the cause was identified to be an out of calibration downstream sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.